Manufacturer narrative:
The initial reported error code does not affect ventilation. The investigation of the returned printed circuit monitoring board did not reproduce the reported error code, but instead the board generated a technical error code indicating an internal 12v power failure. The cause to the fault was found to be a faulty pressure transducer on this board. The pressure transducer measures the barometric pressure supplied to other subunits in the system. The generated technical error code was a consequence of the faulty transducer. Earlier investigations determined that a failure of the barometric pressure transducer can disable the internal 12 v power supply and lead to stop of ventilation. A change was implemented march 2008 to eliminate failure of the internal 12v power supply when this component fails. The reason why the pressure transducer failed has not been determined.